Manufacturer narrative:
Based on the provided calibration, qc, and precision data general reagent or instrument problems could be ruled out. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high bun/urea (ureal) result for one patent sample. A sample was drawn pre-dialysis and the results were 74.79 mg/dl and 78.61 mg/dl. A new sample was drawn post-dialysis and the result was 108.87 mg/dl and was reported outside the laboratory. The physician complained because the post-dialysis result was higher that the pre-dialysis result. The post-dialysis sample was repeated and the result was 26.80 mg/dl. The physician and customer considered this result to be correct. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. On (B)(6) 2017, the field service representative took both samples to another laboratory and tested them on a cobas 6000 c (501) module and the results were: pre-dialysis sample: 75.2 mg/dl, post-dialysis sample: 27.6 mg/dl.